Event description:
The customer reported that there was a loose wire on the power cord.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.